Manufacturer narrative:
(B)(4) additional information will be provided once the investigation has been completed.

Event description:
It was reported runs intermittently, will not shut off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the formula 180 shaver (hand control) was visually inspected and no physical damage observed throughout the hand piece or cable. Functional inspection : the formula 180 shaver (hand control) was functionally tested and passed. The keypad and motor were removed to check for water ingress, none were see. The customer complaint was not duplicated, no problem found. Probable root causes could be, the console where the shaver was connected. Open circuit causing intermittent connection. (B)(4).

Event description:
It was reported runs intermittently, will not shut off.